Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "surgical site infection".

Event description:
Healthcare professional reported a tissue expander "surgical site infection" which was treated with "antibiotic agent." Device status is unknown.